Manufacturer narrative:
(B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient that infusion set tape was not sticking after swimming. No further information was available.